Event description:
It was reported that during implant procedure, the stylet was stuck in the left ventricular lead. Upon removal of the stylet, the inside of the lead pulled back. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.